Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a failure of the remote manager. A field service engineer reseated bus cable, adjusted remote manager box, checked latch, harness & interface board to address the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, remote manager consistently malfunctioned. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.